Event description:
Customer reported a patient has been diagnosed with a delayed hemolytic transfusion reaction. The sample was initially tested on echo and resulted in a negative antibody screen; the patient was transfused with 3 units of random red blood cells. The patient was later readmitted with the transfusion reaction, and an anti-c was identified. The patient did recover and was discharged from the hospital.

Manufacturer narrative:
Customer did not have any sample to provide to immucor for investigation testing. Customer has no further information to indicate that the anti-c was present in the pretransfusion sample. It is possible the anti-c was potentially of igm in nature, or the titer of the antibody is at a level that is too low to be detected.